Manufacturer narrative:
More information and the replaced parts has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the ventilator displayed a message "turn vent off." Upon reboot, the ventilator generated two alarms, one indicating a power error and one indicating an expiration flow measuring error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of returned device logs and an investigation of the returned dc/dc and standard connectors pc board. The dc/dc and standard connectors pc board converts the internal dc supply voltage +12 v into internal dc supply voltages. After our field service engineer exchanged the dc/dc and standard connectors pc board no further technical alarms appeared. The ventilator was returned to service after a passed pre-use checks and successful simulated-use tests of ventilation with a test lung. Received device logs confirm the reported issue with power and flow measuring errors one day after the reported date of event. Simulated-use tests of ventilation in the laboratory did however not confirm the reported problem. Ther ventilator was successfully started several times, pre-use checks succeeded, and ventilation ran for five days without any deficiency noted. Visual examination showed no deviations. The pc board was subjected to moderate stress tests without any irregularities found. The conclusion in this matter is that the returned dc/dc and standard connectors pc board worked as expected during laboratory tests. The cause for the reported issue cannot be determined.

Event description:
(B)(4).